Manufacturer narrative:
The reported information does not indicate a potential manufacturing issue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, as was the case in this event: the valve was deployed a little high and did not seat correctly due to a large piece of calcification on the left cusp extending down into the left ventricular outflow tract. A second valve was implanted valve-in-valve improving the paravalvular leak to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that during the implant of this 31mm transcatheter bioprosthetic valve, the valve was deployed a little high and did not seat correctly due to a large piece of calcification on the left cusp extending down into the left ventricular outflow tract, which resulted in moderate paravalvular leak (pvl). A second valve was implanted valve in valve with resultant mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention was possibly related to patient anatomy (calcification). The procedure was successfully completed with no adverse patient effects reported. (B)(4).